Event description:
Patient had a pneumothorax. Chest tube was placed. During placement of chest tube, the floppy portion of the wire guide separated. This portion of the wire guide remained in the patient.